Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. Three days later the same lia triggered. Approximately two weeks later, the rv lead triggered an alert for undefined high pacing impedance. In addition, the lead exhibited oversensing on stored electrograms (egm) and varying pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.